Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a pump error 38 alarm during rewind. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm during rewind. The trace and history files were successfully downloaded using thump. The pump was paired with a guardian link 3 (gl3) transmitter and test plug. The pump was calibrated to the programmed test values and displayed correctly on the display graph. The pump was monitored for one (1) day while connected to the transmitter and the test plug. No unexpected pump-to-transmitter communication errors, lost sensor alarm, or additional sensor-related errors were noted. The pump was cut open to perform a visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2) however, corrosion was found on the motor home switch. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked buttons (up arrow, down arrow, select) keypad overlay, and stained keypad overlay. Unable to pair with the transmitter complaint is not confirmed. Pump error 38 alarm during rewind is confirmed due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the pump to the transmitter. The customer reported no adverse event. The event involved in the product was mmt-1886. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1886 was requested and the device was returned.